Event description:
Additional information was received reporting the infection had resolved. No other relevant information has been received to date.

Event description:
It was reported that the patient lead and generator were explanted due to an infection at both sites. There was noted pus around the generator and lead and the patient reportedly had drainage and fever with the infection. Device history records were reviewed. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81; device evaluation in not necessary because the report event have been determined to be not related to vns livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.